Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Rptr did several back-to-back blood glucose tests with results of 127, 403 and 393 mg/dl. Rptr was not experiencing any symptoms. Rptr did not have control solution available for testing nor did she have any test strips. Meter had not been cleaned properly.